Manufacturer narrative:
(B)(4). Batch # m9067t. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. In addition, degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture could have cause the reported issue or affected handpiece functionality. A batch history record review was performed, and a ncr and protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, despite the fact that the handpiece had 10 utilisations left, the device stopped working. The device did not pass the pre-run test before starting the surgery. The procedure was completed by another device. No harm to the patient.